Event description:
User alleges that one event of a resuscitator face mask was not being properly inflated and could not be sealed on the patient's face. Another mask obtained and not adverse outcome reported.